Event description:
While the surgeon was performing sternal closure in the patient's manubrial area and attempting to place a through-and-through sternal wire through the left half of the divided sternum, the needle #ctxb holding the closing wire fractured. There was no evidence of a visible needle protruding on, above, or below the sternum. Because the arterial grafts were closed and no needle was seen, it was determined to be safest to leave the solidly imbedded needle in place and to proceed with another sternal wire to secure closure.manufacturer response (as per reporter) for needle, suture, steel blunt point, monofilament. Awaiting response from manufacturer. Or staff contacted vendor.